Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial:(B)(6) batch: 5256030. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the scs system was not proving effective therapy and the ipg was inoperable due to patient not charging the device. As such surgical intervention was undertaken wherein the system was explanted.